Manufacturer narrative:
Concomitant medical products: product ID: 8709sc; lot#: unknown; explanted: (B)(6) 2020. Product type :catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen (500 mcg/ml at 92.61 mcg/day) via an implantable pump for unknown indications for use. It was reported that there was a catheter issue. It was related that the patient felt increased spasticity after pump replacement due to eri (elective replacement indicator) on (B)(6)2020. It was noted that during the pump replacement backflow of csf (cerebrospinal fluid) was noticed. As a result of the increased spasticity, the baclofen dose was increased by 10% and a bolus was given; however, the response was low and increased spasticity persisted. On (B)(6) 2020, aspiration of catheter through side port failed. The catheter was then replaced on (B)(6) 2020. It was indicated that the pump segment would be returned for analysis and that the physician wanted to know if a blockage was there. At the time of the report the issue was resolved and the patient status was alive without injury.

Manufacturer narrative:
H3: the returned device, which consisted of the sutureless connector, proximal segment, pin connector, and part of the distal segment, was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter and a leak was developed. Visual inspection of the sutureless connector (sc) identified coring in the cup of the connector, from which leaking was also observed during pressure testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.